Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted successfully. However, later in the evening the patient received inappropriate shock therapy from the device. It was noted two untreated episodes and four treated episodes were stored, with four inappropriate shocks delivered. Additional medical intervention was required to program device therapy off. A review of the electrograms showed a wandering baseline with large non-cardiac signals that were oversensed, resulting in the shocks. Air entrapment was the suspected cause. Technical services discussed the recommendation was to keep the device programmed off for 24-48 hours, until the air was reabsorbed or dissipated. Then troubleshooting could performed to see if any further noise could be provoked with patient movements or manipulation of the device and electrode. There should be no similar artifact or baseline drift with a well positioned and secured system. No additional adverse patient effects were reported. The device remains implanted and in service. The field representative confirmed there were no further medical or surgical intervention procedures after the troubleshooting. Following the troubleshooting, where different patient postures and movements were performed, there were no further signs of air entrapment and the sensing was appropriate, so device therapy was programmed back on. The patient was asleep when the shocks were delivered and a nurse reported the patient shouted out their sleep. Outside of this, there were no clinical signs or symptoms due to the adverse event. The patient was well upon their discharge from the hospital.

Event description:
Was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted successfully. However, later in the evening the patient received inappropriate shock therapy from the device. It was noted two untreated episodes and four treated episodes were stored, with four inappropriate shocks delivered. Additional medical intervention was required to program device therapy off. A review of the electrograms showed a wandering baseline with large non-cardiac signals that were oversensed, resulting in the shocks. Air entrapment was the suspected cause. Technical services discussed the recommendation was to keep the device programmed off for 24-48 hours, until the air was reabsorbed or dissipated. Then troubleshooting could performed to see if any further noise could be provoked with patient movements or manipulation of the device and electrode. There should be no similar artifact or baseline drift with a well positioned and secured system. No additional adverse patient effects were reported. The device remains implanted and in service. The field representative confirmed there were no further medical or surgical intervention procedures after the troubleshooting. Following the troubleshooting, where different patient postures and movements were performed, there were no further signs of air entrapment and the sensing was appropriate, so device therapy was programmed back on. The patient was asleep when the shocks were delivered and a nurse reported the patient shouted out their sleep. Outside of this, there were no clinical signs or symptoms due to the adverse event. The patient was well upon their discharge from the hospital. The device was subsequently explanted and in february 2024 it was returned for disposal, with no new observations reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. A memory download was performed successfully, with no suspicious faults or errors. The stored episodes from the day of the implant procedure were reviewed and based on the x-ray at the time of the event, the inappropriate shock therapy was confirmed to be caused by air entrapment. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.